Manufacturer narrative:
Our field service engineer was on site and investigated the reported issue. The nozzle unit was replaced due to damage and the ventilator passed all the system and functional tests, returned to clinical use. The service report was not provided and the exchanged nozzle unit was not returned for further investigation. According to received logs, the ventilator failed pre-use check due to failing internal leakage test with a message system volume too small as in the problem description. On the event date the ventilator did not generate any alarms that may indicate a ventilator malfunction. The problem description can be confirmed with the help of the received logs however the root cause of the damaged nozzle could not been identified since the exchanged nozzle unit was not sent for further investigation.

Event description:
Manufacturing ref#: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was not patient involvement. Manufacturing ref. #: (B)(4).